Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The on/standby switch and the central processing unit were replaced proactively. The unit was returned to service.

Event description:
The hospital reported the unit has a system restart alarm during a case. There was no report of patient involvement.